Event description:
It was reported that the patient presented for an implant procedure. It was noted that stylet was stuck and failed to be advanced on the right ventricular lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The stylet insertion/ removal test was performed and found the stylet was not able to be fully inserted inside the lead. Destructive analysis found the inner coil was clogged with blood. The cause of the reported event was isolated to the inner coil being clogged with blood.